Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the programmer displayed unexpected cursor motion and self-programming after the update. It was noted that the touch screen did not respond well to touch, even after calibration. No autonomous cursor movement was observed, an electromagnetic interference repair was performed as a preventative measure. It was noted that the upper and lower bullets were missing. Both hinges on the keyboard and keyboard cover sliding rails were broken. The front latch base frame and front left hasp were broken. Software update related error codes were found in the log files. The software was reinstalled and updated to the newest version. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed unexpected cursor motion and self-programming after the update. It was noted that the touch screen did not respond well to touch, even after calibration. There was no patient involvement.